Manufacturer narrative:
(B)(4). No conclusion code available. Final analysis found that the lead was returned in two pieces. Visual examination of the connector piece found that four filars of the inner coil were fractured at the end of this piece. (B)(4).

Event description:
It was reported that the left ventricular lead exhibited high impedance. The lead was explanted and replaced. The patient was in good condition post procedure.